Manufacturer narrative:
Results: the catheter hypotube is stretched . Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the spiral cut stainless steel strain relief stretched during manipulation. It appears that at some point during use in the patient, the distal end of the spiral cut strain relief was held in place while the catheter was manipulated, causing it stretch under the resistance. This may have been caused by tightening the rhv down and not releasing it before attempting to move the catheter, however, the actual root cause cannot be determined based on the information provided. There appears to be no product malfunction associated with this issue the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Penumbra velocity microcatheter was used in conjuncture with 5max reperfusion catheter and neuron max to access an occlusion in the m1. The stainless steel protector at the proximal hub of the velocity microcatheter stretched during manipulation in the 5max. The physician did not want to jeopardize the integrity of the microcatheter so he withdrew it and inserted and new velocity.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.